Manufacturer narrative:
Conclusion and justification status for MDR: the reported mbt rev tibial view plates were not returned for examination. Examination of the provided photograph confirmed the reported event. A complaint database search against the reported product codes found previous investigations that when confirmed were due to product wear out, however misuse (possibly through user error) cannot be ruled out. The surgical technique was reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on 6/6/2011) instructing the proper usages (view plate not attached , just used as a visual aide) to mitigate this risk associated with this possibility. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause no corrective action is being taken. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
View plate broke.